Event description:
It was reported that the pt experienced coupling and or communication issues. The pt then used the antenna locate feature which resulted in a power-on-reset being displayed on the insr which then lead to the normal recharging screen. The pt was then able to charge and got all 8 boxes shaded. It was also reported that the pt slipped on ice in (B)(6) 2011. Before the fall, the pt felt stimulation in his entire leg, but following the fall, the pt only felt stimulation in his foot. The pt had x-rays done and the hcp confirmed the lead had moved. Additional info has been requested, but was not available as of the date of this report. Refer to manufacturer report #3004209178-2011-06704.

Event description:
Additional information received noted that patient experienced a shocking sensation when he touched something metal. The shocking was felt on the hands only. The patient slipped on the ice this weekend and the shocking started two days ago. It was noted the patient never had therapeutic effect. The leadwire had moved; the stimulation had been off since (B)(6) 2011. The patient had contacted the healthcare provider's office; the patient was advised to contact the manufacturer's representative.

Manufacturer narrative:
(B)(4).